Manufacturer narrative:
The insulin pump was received with no button response due to flattened button dome switch. No scrolling numbers display anomaly noted.no audio beep anomaly noted. The insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly and keypad anomaly. The blood glucose at the time of the incident was 134 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.